Event description:
The customer reported to baxter (B)(4) of an admin. Set for blood/blood/derivatives in which there is a "leak related to the tubing." The process step was during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation. Upon visual inspection, a cut in the tube was observed approximately 3cm above the luer lock. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.